Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:303310. Batch#:4197095. It was reported that the bd luer-lok package was difficult to open / tears. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Customer states that when they try to pull the paper that houses the syringe, it is not tearing easily. It's like the paper gets stuck. Since these syringes are being used in a sterile environment, the paper not tearing is compromising the sterility. Ref number: (B)(4), lot number: 4197095, occurrences: 10. Customer does have samples to return if needed. Facility address: xxxxxxxxxxxx.